Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was blood splatter/leakage or other sample leakage from the device other than the non patient end needle/sleeve. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when blood was collected using bd¿s luer adapter with a holder, blood leakage occurred. The hcp gloves were stained with blood. There was no blood exposure of the patient."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/8/2021. H.6. Investigation: bd received 59 samples and 14 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged hub was observed. Additionally, 20 of the customer samples were evaluated by visual examination and the indicated failure mode for damaged hub was observed in 10 of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged hub. Bd determined that the root cause of the indicated failure mode was attributed to a swing bar jam occurring at the hub loader machine during the assembly process. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was blood splatter/leakage or other sample leakage from the device other than the non patient end needle/sleeve. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when blood was collected using bd¿s luer adapter with a holder, blood leakage occurred. The hcp gloves were stained with blood. There was no blood exposure of the patient."